Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(6) , ubd: 12-jul-2025, UDI#: (B)(4) h3. Analysis of the burr hole device (lot #: (B)(6) ) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the support clip on the burr hole device could be set as a base during the procedure, but it was not secured after the fixation mechanism that clamped the lead was closed. It was unknown if there were any contributing factors. No other malfunctions, such as damage, have been confirmed. They used a new product. The issue was not resolved.